Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a power supply issue, the ventilator was not on a patient at the time of the event. The service engineer replaced the power supply to correct the issue. The unit passed all testing and operates within the manufacturing specifications.